Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP device. The patient reported the device was showing an error message that read, "there may be a problem with your humidifier, therapy will continue without humidification", which happened 2 nights ago. The patient reported that the 2nd night the device heated up so much that they had to unplug it and move it. The patient reported the device was so hot that they dropped the device, and it shattered. The patient reported receiving "very minor burns" as a result of the device shattering. The patient did not seek any medical attention. The patient reported running cool water over his/her hands, and used some ice to cool his/her hands off. The patient reported the burns have healed when asked about the current condition. The device setting was 6-10 cmh20 with ramp at the time of the alleged incident. The humidifier setting was at 4 or 5 with the heated tube set to 3. The patient reported the device had an odor described as being similar to an electronic burning smell. The patient reported seeing a white-ish wisp of steamy smoke coming from the device. There were no flames. There was no evidence of melting, warping, or voids in the device enclosure. The power cord and power supply was not damaged. There was no evidence of exposed wiring. The heated tube was not damaged at all according to the patient. The device was using dc (direct current) inline backup battery power at the time of the event. The patient reported a lamp, watch charger, and phone charger were plugged into the same receptacle as the device. The patient reported there was no property damage beyond the device. The patient is not a smoker nor is anyone else in the household.